Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patella clamp releasing a couple of mm when locking into a closed position. Able to manually hold closed over patella so no adverse affect on patient and procedure outcome.

Manufacturer narrative:
Attune total knee arthroplasty. Patella clamp releasing a couple of mm when locking into a closed position. Able to manually hold closed over patella so no adverse affect on patient and procedure outcome. Clinical rep was present. No delay in surgery. Surgeon assistant had to hold clamp closed while cement set. Normal patient outcome. Discarded: no return to manufacturer unless local engineering assessment indicates return is required. Conclusion and justification status: a review of the information made available confirmed that insufficient information had been provided to verify the reported incident. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted patella drill clamp was unable to confirm the reported event as the clamp functioned as intended. A complaint database search on the provided product code identified similar reports. The product development team is aware of this complaint and is working towards a design to mitigate the reported failure. Previous investigations and evaluations found that the failure may have occurred while the clamp was being squeezed under very high loads and the bearings inside of the cylinder were extruding slightly, causing the mechanism to not function properly. The enhanced attune patella drill clamp will be distributed under product code 254501055. (B)(4) was approved on november 25, 2014. New design is now available. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.